Event description:
It was reported that the insulin pump had a blank display after the device had fallen into water about a week prior. The caller noted that the display remained blank after several battery replacements as well. The caller did not know the blood glucose reading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.